Event description:
It was reported that post-sensed t-wave oversensing (pstwos) and r-wave amplitude variation was noted on the right ventricular (rv) lead. No changes or intervention was reported. The patient condition was unknown.